Event description:
It was reported that during an total gastrectomy procedure, the device fired malformed staples on the first firing. Some staples had fallen off after returning the firing trigger to original position. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information provided: was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Did the staples fall off the tissue after they were deployed? No. Did the staples fall out of the cartridge prior to firing the device? No. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired and with the swing tab missing. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although it could not be determined how the swing tap became, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.